Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user requested assistance with a supply change while using a contact detach (cd) infusion set. The user did not observe insulin drops after priming to 130 units but confirmed there were no leaks. The user inserted a new cartridge and successfully completed the supply change. Insulin delivery resumed as normal. Blood glucose (bg) was not affected.